Event description:
A healthcare professional reported with trace microstriae in the far periphery of the right lasik flap noted at 1 week post operation. The microstriae does not appear to be affecting the vision. During f/u visit, the patient informed that the vision is great.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).